Manufacturer narrative:
A siemens headquarter support center (hsc) employee contacted the local customer service engineer (cse). The hsc investigation concluded that the weight of the 6 kilovolt-amperes (6kva) uninterruptible power supply (ups), and the castors (wheels) created an indentation into the soft flooring and were contributing factors that led to the ups falling over when it was moved. Proactively, the cse replaced the ups as a precaution and secured the ups to the frame of the analyzer to prevent it from being moved. The actual date of event affecting the house keeping employee is unknown. It is known that it occurred least one year ago. No reports were filed at the time of the event. Siemens is unable to get additional information about the event. The cause of the leg injury to the house keeping employee is that the ups tipped over when moved. The instrument is performing according to specifications. No further evaluation of this device is required."

Event description:
A dimension vista 1500 uninterruptible power supply (ups) tipped over injuring the leg of a house keeping employee. There are no known reports of patient intervention or adverse health consequences due to the ups tipping over.